Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 382 mg/dl. Customer has been taking shots of insulin with needles since the pump stopped working. Customer was sleeping on the pump when the button error alarm came on. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.